Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. Analysis was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that they were unable to remove the battery cap out of the insulin pump. The customer's blood glucose was 360 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.